Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient had pain his leg. He was taken to the hospital and a "leg-thrombose" was suspected. The patient tested 2.6 inr on the coaguchek xs system while a comparison lab returned as 1.7 inr. Patient was treated with heparin injections. Requested return of suspect system.